Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that the pacemaker defibrillator indicates fault requires service. There was no reported patient involvement.